Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: impact cancellous bone screw l 25 6.5, code 01.32.6525 - lot 115664 (450 screws produced): all parameters were found to be in accordance with the specs valid at the time of mfg; 165 items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, the event is already not device related; the root cause is unk, with probable over tensioning of the screw during tightening.